Event description:
I had a double mastectomy on (B)(6) 2022 after being diagnosed with breast cancer. I opted for breast implants (smallest available) since other options were dismal. In (B)(6)I noticed hardening and pain in left breast and scarring issues with pain on right breast. I had contracture and my surgeon cleared away scar tissue on both breasts which temporarily relieved my pain. I had to come up with another (B)(6) for surgery again. The implants were left in. Since then I have developed severe pain in my joints, especially hip and elbow pain. It is so painful it keeps me from sleeping. It is progressively getting worse. I also noticed changes in my vision and extreme dryness in both eyes. I use eye lubricants, but not so helpful. I also believe the contracture has return in both breasts. I am having memory and cognitive issues that are frightening. I have not seen my family doctor or surgeon this year because we are barely able to keep our regular bills paid and have a high deductible. I will schedule an appt. As soon as I get through paying my husband's deductible of (B)(6). He is in heart failure and his medications are expensive. I have to work, since he is disabled, but find it difficult with the pain and fogginess I am experiencing. I am convinced I have a reaction to my implants made by allergan under the name of "natrelle" but do not know how to prove or pursue help. I imagine I will have to come up with another (B)(6) if they are to be removed, and this will take awhile. I have read that many women are experiencing this problem and it makes me mad that no one warned of any of these symptoms. I also feel upset and depressed since l know this has been on the radar for the health/medical industry for some time. Reference report: mw5152701.